Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01505 and MFR. Report # 3005099803-2012-01506). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, during the procedure, both stonetome devices were unable to conduct electric current/power. The procedure was completed with a third stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.